Event description:
Device 2 of 2. Ref MFR report#: 1627487-2012-06309. It was reported the pt had fallen. Over time the pt began to receive inadequate coverage and heating at the ipg site. The heating occurs whether stimulation is on or off. The pt is scheduled to visit his doctor on a later date to undergo a full exam and possibly x-rays. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.